Event description:
Pt reports recurring corneal abrasions with prescription lenses that were affected by the recall. Pt went to emergency room on (B)(6) 2011 and was given medication for an eye problem vigamox and katoral and was told to visit optometrist office to check eye further. Pt was treated (B)(6) 2011 for a corneal abrasion on her left eye and given vigamox qid. Pt was treated on (B)(6) 2012 for pain and blurriness, was prescribed besivance tid. F/u on (B)(6) 2012, noted healing process was good. Pt was treated once again on (B)(6) 2012 for corneal abrasion, prescribed besivance bid and acular. Pt had final exam on (B)(6) 2012 for slight blurriness and mild discomfort. Pt had since been refit with another brand lens. This is being reported as recurring corneal abrasion. Although corneal abrasions are not typically reportable events as they heal within 24-48 hours, it is being filed to be conservative.

Manufacturer narrative:
This is being reported as recurring corneal abrasion. Although corneal abrasions are not typically reportable events as they heal within 24-48 hours, it is being filed to be conservative. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusions can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.